Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it froze at the six images screen and would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) was found to be defective. A visual inspection was performed and no defects were observed. The sbc will be replaced.

Event description:
It was reported that a ventilator display would freeze. There was no patient involvement.